Event description:
Reporter alleged blood glucose measured 298 mg/dl at 7am back to back with a result of 148 mg/dl at 7:02am. Another comparison reportedly read 198 mg/dl back to back with a result of 138 mg/dl, when tests were taken within a couple of minutes of each other. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.